Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because the actual complaint sample was not returned. Photos from the customer were received as the sample. Visual examination of the returned photos confirmed that the guide wire is kinked and the catheter body is separated. The report was reviewed; however, a comprehensive investigation could not be performed because the actual complaint sample was not returned for analysis. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The device history records for the guide wire and catheter/ needle assembly were reviewed with no evidence to suggest a manufacturing related cause. A risk evaluation was completed for this complaint issue. The probable cause of difficulty removing the guide wire and needle could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that in the or, the anesthesiologist introduced the needle of puncture and slide the catheter over the guidewire. However, when the needle and guide wire were going to be removed, the guide blocked the catheter. As a result, the vascular surgeon had to cut a little skin to remove the catheter and guide wire with a surgical forceps.